Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Device has been requested but not yet received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
"It was reported that the primary pressure of the oxygenator gradually increased during patient use and it became over 600mmhg at the maximum. The set temperature of the heater-cooler unit was 34°c. At that time. The customer suspected the cold agglutination, therefore, changed the set temperature to 37°c and increased the blood temperature to 35°c. However, during the extracorporeal circulation, the pressure didn't come down to the normal. The customer managed weaning the patient without replacing the oxygenator. No adverse effects to the patient." (B)(4).

Manufacturer narrative:
The product was tested with bovine blood in the laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria's and therefore passed the test successfully. Trend search: a sap trend search was performed for p/n 70106.3733 failure code 1010 pressure rise and one similar complaint was found. Due to this information no systemic issue could be determined. The cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
(B)(4).